Manufacturer narrative:
The device is not available for investigation. Bin files were reviewed and show that 26 injections were performed with the catheter on (B)(6) 2013. The bin files do not show any issues or system notice messages for the date of the procedure. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient was diagnosed with pneumonia and chest pain post cryoablation procedure. The cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, the patient reported feeling a chest tightness, shortness of breath and dry cough. The patient presented to the emergency room on (B)(6) 2013 due to worsening symptoms of chest tightness and shortness of breath. Chest x-ray showed moderate ground glass opacities in right mid lung field, likely due to infiltrate and mild cardiomegaly. Patient admitted for 23 hour observation for pneumonia and chest pain. Discharged (B)(6) 2013 on levaquin. On (B)(6) 2013, patient reported that pneumonia symptoms were resolving; no further treatment planned.

Event description:
The subject was consented and enrolled into the stop af post approval study on (B)(6) 2013 and underwent a successful cryoablation for paroxysmal atrial fibrillation on (B)(6) 2013. There were no reported complications associated with the procedure and subject was duly discharged on (B)(6) 2013 in sinus rhythm. On (B)(6) 2013 the subject reported to the ed with complaints of dyspnea, cough with clear sputum, chest pain and chills. There was no hemoptysis and no fever. Relevant diagnostics showed mildly elevated serial troponins of 0.43, 0.7 and 0.6. Review by the cardiologist determined that this was not significant and ruled out an mi but ordered a stress test for subject at discharge. Chest x-rays also revealed moderate ground glass opacities (likely infiltrate) in the right mid lung field, no pulmonary congestion and mild cardiomegaly. Blood work was generally unremarkable. Blood cultures showed no growth as at (B)(6) 2013. Subject was treated IV rocephin, po zithromax and detained overnight and discharged on po levaquin. A follow up at (B)(6) 2013 with the subject (by the site) revealed that there had been a follow up with the primary care physician and subject reports that pneumonia symptoms were resolving. This event was resolved by his 3 month follow up study visit on (B)(6) 2013. The subject has had one additional reported adverse event since then - this is a reported case of cardiac pauses on (B)(6) 2013 which was determined to be metoprolol induced. ECG confirmed the pauses and chest x-ray taken was normal. The subject was hospitalized and metoprolol gradually decreased from 100mg to 25mg. Event resolved on(B)(6) 2013. Additional information received (B)(6) 2014 indicated that the patient was diagnosed with atrial flutter on (B)(6) 2013. Patient presented to ER with complaints of palpitations and shortness of breath with exertion. No other complaints. Chest x-ray within normal limits. EKG shows atrial flutter with rapid ventricular rate. Patient given ivp labetolol and IV esmolol drip. Patient converted to sinus rhythm. Magnesium level found to be low at 1.6. Magnesium was supplemented. Medication changes were made. Patient discharged to home on (B)(6) 2013.

Event description:
The subject was consented and enrolled into the stop af post approval study on 05/29/2013 and underwent a successful cryoablation for paroxysmal atrial fibrillation on (B)(6) 2013. There were no reported complications associated with the procedure and subject was duly discharged on (B)(6) 2013 in sinus rhythm. On (B)(6) 2013 the subject reported to the ed with complaints of dyspnea, cough with clear sputum, chest pain and chills. There was no hemoptysis and no fever. Relevant diagnostics showed mildly elevated serial troponins of 0.43, 0.7 and 0.6. Review by the cardiologist determined that this was not significant and ruled out an mi but ordered a stress test for subject at discharge. Chest x-rays also revealed moderate ground glass opacities (likely infiltrate) in the right mid lung field, no pulmonary congestion and mild cardiomegaly. Blood work was generally unremarkable. Blood cultures showed no growth as at (B)(6) 2013. Subject was treated IV rocephin, po zithromax and detained overnight and discharged on po levaquin. A follow up at (B)(6) 2013 with the subject (by the site) revealed that there had been a follow up with the primary care physician and subject reports that pneumonia symptoms were resolving. This event was resolved by his 3 month follow up study visit on (B)(6) 2013. The subject has had one additional reported adverse event since then - this is a reported case of cardiac pauses on (B)(6) 2013 which was determined to be metoprolol induced. ECG confirmed the pauses and chest x-ray taken was normal. The subject was hospitalized and metoprolol gradually decreased from 100mg to 25mg. Event resolved on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.